Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol 3dmax (device #2). An additional emdr was submitted to represent the bard/davol 3dmax (device #1). Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol 3dmax (x2) on (B)(6) 2014. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is alleged that the patient experienced emotional distress and the device was defective.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol 3dmax (x2) on (B)(6) 2014. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2014 ¿ patient was diagnosed with bilateral inguinal hernia thereby underwent laparoscopic repair with the implant of 3dmax mesh (device #1, #2). Per op notes, ¿on right, a small indirect hernia sac was dissected and a large 3dmax mesh (device #1) was placed over the defect a sutured. A large 3dmax mesh (device #2) was placed over the left pelvic and sutured.¿ (B)(6) 2015 ¿ patient was diagnosed with recurrent bilateral inguinal hernia thereby underwent open repair with the implant of synthetic mesh. Per op notes, ¿on right, direct inguinal hernia was repaired using synthetic plug and patch over the internal ring and sutured. On left, indirect hernia was reduced and synthetic mesh was placed and secured using sutures.¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol 3dmax (device #2). An additional emdr was submitted to represent the bard/davol 3dmax (device #1). Should additional information be provided, a supplemental emdr will be submitted. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-aug-2014) is considered to be a best estimate. Update fields: a2, b2, b3, b4, b5, b7, d4, (product catalog no, corporate lot no, expiry date, UDI no), g3, g6, h2, h4, h6, h10. This supplemental emdr represents3dmax (device #2). An additional supplemental emdr was submitted to represent 3dmax (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.